Event description:
A core biopsy was performed on a patient who had a cyst in her breast. She was very slim and had a high risk of bleeding so the dr made a decision to use a 16g needle. A small sample was retrieved initially and the dr attempted to obtain a 2nd sample. After deploying the needle in the breast, the dr reported resistance and experienced problems withdrawing the needle. No 2nd sample was obtained. The very end of the needle had bent at a 90 degree angle. The procedure was abandoned as a 2.5cm haematoma had developed. Analysis and results were obtained from initial sample. Details on injury: the dr confirmed that the patient was all right.

Manufacturer narrative:
No sample was received for evaluation; therefore we are unable to determine the exact cause for the issue reported. However; based on the information provided and the fact that one sample was obtained prior to the needle bending, it is possible that the cyst being biopsied may have contained semi-solid tissue which may have contributed to the issue reported. A review of the device history record for the reported lot number showed no issues related to the issue reported.